Manufacturer narrative:
The device was not returned for evaluation, however pictures and a video were provided. Their visual inspection observed the reported leak from the access blood header port. There was a crack on the screwed connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during the priming of a prismaflex st150, an external fluid leak was observed at the filter connection. There was no patient involvement. No additional information is available.